Manufacturer narrative:
Complaint no: (B)(4). It was reported the patient again experienced peritonitis four days after receipt of the initial report of peritonitis. The patient was hospitalized three days after onset. On unreported dates, the patient was treated with vancomycin (dose, frequency, and route not reported) for peritonitis. At the time of the report, the patient was recovering. The doctor suspected the cause of the peritonitis was due to the tubing in the pd catheter. As the pd catheter is not a baxter product, baxetr disposable products are no longer considered suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. The patient was hospitalized for the event and discharged after nine days. Treatment for the peritonitis was not reported. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.